Event description:
The pump was returned for investigation. Investigation revealed a force sensor calibration issue, a force sensor resistance issue, and a display failure. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the prime history verified a large prime volume. During testing, the load step was attempted and a no cartridge detected alarm was emitted. The force sensor calibration reading was low. The pump case was removed, and the force sensor resistance reading was high. Additionally, the pump was powered on and the display screen appeared faded and discolored. (B)(4).